Manufacturer narrative:
(B)(4). A flexiva 550 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass fiber tip measured 4.0 mm and appeared unused. Additional examination under magnification revealed that the fiber has a minor chip at the fiber face. There were no signs of damage noted along the laser fiber¿s body and the fiber face within the sub miniature-a (sma) connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment, indicating that the fiber was recognized by the laser unit. Therefore the reported complaint could not be confirmed. The aiming beam of the fiber was bright, clear and scattered with an effective transmission of 88.8%. The complaint that the flexiva laser fiber was not recognized by the laser console is not confirmed as the investigation revealed no evidence of either the alleged issue or any defect which could have contributed to the event. The chip in the fiber face was likely due to handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 550 laser fiber was used during a during holmium laser enucleation of the prostate procedure performed on an unknown date. According to the complainant, during preparation outside the patient, the flexiva laser fiber was not recognized when it was connected to the laser unit. The procedure was completed with a different laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that there was a chip at the face of the fiber.